Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 62mg/dl on the contour next link, retested on a different meter and the reading was 32mg/dl. He was feeling anxious and shaky, which he stated was typical for low blood glucose. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The strips were not expected to be returned for evaluation. Product was not replaced at the time of the call.